Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Endologix became aware of an abdominal aortic aneurysm sac growth on (B)(6) 2018 as reported by physician (B)(6) at (B)(6). The reported sac growth was discovered per CT scan on an unknown date with no evidence of an endoleak. As the date of event is unknown, the best estimate (B)(6) 2018 was used. The patient was originally implanted with an afx bifurcated and vela suprarenal on (B)(6) 2015 by the reporting physician. During re-intervention, the patient was treated by implanting an afx2 bifurcated stent graft, vela suprarenal, and vela infrarenal on (B)(6) 2018 by physician (B)(6). The patient did well and went home the next day.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The of manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).